Manufacturer narrative:
Product event summary: analysis found that the cable insulation was breached however there was no anomaly found in the cable continuity check.

Event description:
The pacing cable was returned to the manufacturer, analyzed, and tested out of specification. There was no patient involvement.